Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. High ventricular rate (hvr) episodes were also noted. Programming changes were made. The patient was stable and asymptomatic.